Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year post-implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. It was reported that the valve was implanted deep (12mm). Approximately 14 months post-implant another manufacturer's trans catheter aortic valve was implanted valve-in-valve. No other adverse patient effects were reported.